Event description:
Complainant alleged that while attempting to defibrillate a 70-year-old patient (gender unknown), the device's defibrillation was ineffective. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The event was reported to zoll by the FDA via the medwatch program. At this time, no information regarding the customer, sn of the device, pads used during the event, patient preparation, or the device's full disclosure logs are available. Without customer information, we could not contact the customer for further information on the claim. Analysis of reports of this type has not identified an increase in trend.